Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while preparing to cut off the bronchial tube during an endoscopic pulmonary lobectomy, the surgeon was able to press the green button, but was unable to squeeze the handle, and the reload did not fire. They replaced with another device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was pre-fired with the interlock engaged. The jaws were open. The clamping mechanism was deformed and the loading unit anvil was bowed. Functional testing could not be performed due to the bowed anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be g iven to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released a fter pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.